Event description:
It was reported, the endoeye flex deflectable videoscope¿s image was interrupted when bended. The issue occurred during a therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
" Social medical corporation welfare association tajimi municipal hospital" (user facility complete address captured here due to character limitation in section) the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was confirmed. However, a definitive root cause could not be determined. However, it is likely that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the events. It was confirmed that instructions, operation manual, chapter 3 "preparation and inspection", section 3.8 "inspection of the endoscopic system" describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.